Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited increased thresholds and p-wave oversensing. Subsequently, defibrillation threshold (dft) testing was performed to assess therapy effectiveness, and the patient was successfully converted. The device was reprogrammed to address the p-wave oversensing. This rv lead remains in service. No additional adverse patient effects were reported.